Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal clonidine 200 mcg/ml at 54.64 mcg/day, unknown baclofen 880 mcg/ml at 240.42 mcg/day, and dilaudid 22 mg/ml at 6.01 mg/day via an implanted pump for failed back surgery syndrome and non-malignant pain. An alarm was head and confirmed by telemetry. The patient heard the pump alarming and the personal therapy manager (ptm) was not giving the patient a bolus. The critical alarm was occurring due to low battery resent and safe state. The hcp updated the pump to minimum rate. The logs showed a series of reset and low battery reset starting on (B)(6) 2017. The patient did not go through withdrawal because he had oral medications. They were admitting the patient now and scheduling a replacement. Additional information was received indicated it was unknown what environmental/external/patient factors may have led or contributed to the issue. Upon interrogation of the pump an error message was received that the pump was in safe state due to a low battery. There was 13 months until the elective replacement indicator (eri) and the pump was planned/scheduled to be replaced on (B)(6) 2017. The issue was not resolved at the time of this report and the patient¿s status was ¿alive-no injury¿.

Manufacturer narrative:
The pump was returned for analysis. Analysis of the pump found high resistance across the battery. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).